Event description:
It was reported that jacob harrell's system had multiple issues, including a nearly broken interact button, problems registering cartridges, and frequent loss of communication with his cgm. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting, electing not to pursue additional support measures.